Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the cannula was kinked and had no insulin delivery (no occlusion alarm). It was also reported that five infusion sets from the same lot had the same issue. The patient's highest blood glucose level was 550 mg/dl at the time of this event, which was self-treated with insulin drip. Subsequently, the patient was admitted to the hospital and the health care professional identified the ketone level as dangerous/life threatening. The patient received insulin drip as corrective treatment, which resolved the issue. There was no permanent damage to the patient. The infusion set had been in use for three days. The patient did not notice any damage when the package was first opened. The patient was hospitalized for two days. The patient put new infusion set on and was able to resume insulin delivery via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.